Event description:
It was reported to philips that the system does not boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the system was stuck at startup. A philips field service engineer (fse) examined the system on-site and found software issue in the suite pc. However, no further information on the root cause of software problem could be determined. The issue was resolved by re-installing the same software version. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the system was stuck at startup. The analysis of log file revealed multiple warnings and errors. A philips field service engineer (fse) examined the system on-site and found software issues in the suite pc. The fse reloaded the software, restored the backup and performed generator adjustments to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.